Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector(s) leakage was discovered. There was no report of patient impact. The following information was provided by the initial reporter: material #: mz9267. It was reported that the device tubing in leakage and/or failure of the device.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage on the maxzero/syringe connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9267 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector(s) leakage was discovered. There was no report of patient impact. The following information was provided by the initial reporter: material #: mz9267. It was reported that the device tubing in leakage and/or failure of the device.